Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stretched tip coils were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the stretched tip coils were related to inadvertent mishandling during preparation. It is likely that after preparation of the device, and during removal from the loading tray, the tip of the barewire became compromised due to inadvertent mishandling causing the noted stretched tip coils. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. H6: medical device problem code 1069 removed.

Event description:
Subsequent to the initially filed report it was reported that the coils were simply stretched. No additional information was provided.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) barewire, the coils of the wire began to unravel. Therefore the device was not used and there was no patient involvement. A new eps was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.